Manufacturer narrative:
Product ID: 3889-28, lot# va0wsj3, implanted: (B)(6) 2015, product type: lead.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that her leads were broken and was scheduled to have surgery to have the leads replaced. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.